Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a vascular interventional procedure. Reportedly, in step 3 the suture of the first proglide device was cut. The same issue occurred with the second proglide device. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized and the vascular interventional procedure was completed. Hemostasis of the large-bore artery was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
An analysis was performed on the returned device. The reported material separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulty and subsequent treatment appears to be related to circumstances of the procedure. It is likely an interaction with patient anatomy or the suture pulled until it breaks contributed to the reported suture retrieval issue. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.